Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that there was difficult lead placement. The patient was having extreme discomfort. An MRI was obtained and the healthcare provider (hcp) was following a conservative management strategy with the patient still in the hospital and the hcp using steroids and other agents to reduce pain and discomfort. All testing showed normal imp except for one time demonstrated probable anterior placement which was confirmed with lateral fluoro. Lead was withdrawn and reinserted posterior. Leads have normal imp @ end, MRI negative for findings and the device had not been initiated. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-12. It was reported the healthcare provider (hcp) prescribed medications to calm down procedural pain from the lead placement and advancement. The patient was seen on (B)(6)2019 and was 50% better and was continuing to improve. The cause of the pain was probably from the post-op procedural pain. The system remained in the patient and they were to wait a week to initiate therapy. No further complications were reported/anticipated.